Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements had been gradually increasing over the course of the previous year and a half. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.